Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged in the protective sheath upon removal. There was no pt involvement. No additional event or pt information is available.

Manufacturer narrative:
Results code - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the shaft and balloon, and in the guide wire exit notch. There was contrast on the shaft. The stent implant had dislodged from the balloon, and was located in the protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were two kinks in the inner and outer member 11.8 cm and 19.1 cm proximal to the proximal seal. There were multiple bends throughout the entire length of the hypotube. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameters of the stent implant, and these did not meet manufacturing criteria. Pin gauges were used to measure the inner diameter of the protective sheath and this was found to be within manufacturing criteria. Product performance engineering reviewed the incident information and results of the returned device analysis. Analysis of the returned device did not find the stent implant dislodged from the balloon and in the protective sheath as reported. Presence of blood on the balloon, shaft and in the guide wire exit notch of the returned sds may have resulted from handling of the device after the dislodgement. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned device indicates the presence of crimp marks between the markers of the still tightly folded balloon, suggesting that the stent implant was at least crimped onto the balloon at the time of manufacture. It is possible that the protective sheath may have been forcefully removed thereby causing/contributing to the stent dislodgement. The retuned protective sheath inner diameter was found to be within manufacturing, indicating no quality issue. The noted over-sized outer diameters of the stent implant suggest that the stent expanded during travel over the sds as would be expected. It is also possible that the oversized diameters may have originated from the manufacturing site, and contributed to the dislodgement. However, this is unlikely considering that the stent outer diameters are 100% verified during manufacturing. Ultimately, the root cause of the stent dislodgement was undetermined; there is no indication of a quality issue. The review of the finished device lot history record did not reveal any non-conformances that could have contributed to this complaint. The noted kink in the inner and outer member proximal to the proximal seal, in addition to the multiple bends throughout the entire length of the hypotube were not reported, and may have occurred during packing of the device for shipment back to abbott vascular. These damages do not appear to be related to or to have contributed to the reported stent dislodgement. As a conclusive root cause could not be determined, and there is no indication of a quality issue, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.